Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's kinetra was replaced on (B)(6) 2011 due to normal battery depletion. After the replacement the pt developed (B)(6). The device and extensions were explanted and the pt was put under antibiotic therapy. It was reported that there was no pt injury.